Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the low blood glucose (bg) continuous glucose monitor (cgm) alerts were not being declared. There was no adverse impact to customer's blood glucose level. Customer declined to provide further information or undergo troubleshooting with tandem technical support. The customer continued to use the pump for insulin therapy.